Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml s/t ssu nrfit stopper was defective / damaged. The following information was provided by the initial reporter: before use, when they took the syringe out of the package and were about to draw up the medicine, they saw that the black membrane looked "melted" and lay at an angled angle into the syringe. They never had time to use the syringe but saw the defect before the drug began to be withdrawn.

Manufacturer narrative:
One sample of a 5 ml s/t ssu nrfit syringe (part number 400051, batch 3117599) was received for invetsigation. The sample arrived loose and fully assembled. Upon inspection, it was observed that the stopper was significantly distorted, which compromises the functionality and reliability of the syringe. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The potential root cause for the distorted stopper defect is associated with the assembly process. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.